Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported the removal of a lap-band access port due to a leak "in the titanium disc from the back of the port." The leak was discovered after the "pt had some dysfunction in the band, was seen and followed by our pas, and was found to be discrepancy in the fluid injected and removed.